Event description:
The caregiver of the home (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. Follow up with the hp's healthcare professional (hcp) reveals the hp has a last fill volume of 2000mls, which is drained during the initial drain phase of the subsequent apd therapy using the homechoice cycler. When the hp started therapy on a night in 2003 pt received a "low drain volume" alarm when the drain volume was 0mls, which indicates that the fluid flow from the hp is less than 50ml/min and the hp has not yet drained the minimum drain volume of 1400mls. The hp's caregiver bypassed the "low drain volume" alarm, advancing the therapy into fill 1. The hp received the programmed fill of 2500mls during fill 1 and therapy continued through to completion. The hp's caregiver noted at the end of therapy the at the hp's drain bag was empty of fluid but was unable to account for the missing fluid. As a result, the device was subsequently replaced. There was no pt injury or medical intervention as a result of this incident.